Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient¿s bowel movement was soft but runny the morning of the report. The patient reported they had 6 bottles of water and their biggest problem was not urinating and felt bloated. The patient was very sore and tender at their pelvis and butt area. The patient reported they they did increase and decreased stimulation but ¿no comfort¿. The patient increased stimulation to 1.9 where they were comfortable. The patient was redirected to their healthcare provider. No further complications were reported.